Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer had no symptoms. The customer tried to treat the high blood glucose level with the insulin pump, however the amount dialed did not reflect in the reservoir. The customer completed troubleshooting found a bent cannula. The insulin pump will not be returned for analysis.